Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that quality control (qc) results were within the range, and other patient samples and testing were not affected on the advia centaur xp instrument. The reagent lots that were used by the customer had valid calibrations. Samples spin for 6 minutes at 4400 revolutions per minute (rpm). The ccc dispatched a siemens customer service engineer (cse) to the customer site. A total service call was performed, and no issues were noted. The cse performed maintenance and cleaned residue found in the base probe and adjusted the reagent (r1 and r2) probe positions. The performance of the waste vacuum, acid/base dispense, wash/aspirate probes, and dark count testing were verified, and no issues were noted. The instrument was operational, and the customer ran the same patient sample ten times, and all patient samples recovered <2 miu/ml. Siemens and the customer monitored the performance of the instrument, and there was no recurrence of the event. Siemens evaluated the event and confirmed that other analytes run on the same sample resulted as expected. The discordant result is not reproducible, and siemens required no further testing. Precision on the patient sample run post service was acceptable. The cause of the discordant total hcg result, on one patient sample, on the advia centaur xp instrument is unknown, and preanalytical factors such as the quality and handling of the sample cannot be ruled out from the reported event. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant (positive) total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur xp instrument. The discordant result was reported and questioned by the physician(s) at the fertility treatment center. The same sample and instrument were used to perform repeat testing. The repeat result was lower (negative) and matched with the expectations for the patient. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant total hcg result.